Event description:
In a published citron research article titled intuitive surgical: angel with broken wings, or devil in disguise? On january 17, 2013, it was stated on page 22 in an embedded article link (chicago daily law bulletin - family gets $7.5 million in death after spleen removal) that a (B)(6) man died one month after a da vinci surgery to remove his spleen in 2007. Allegedly, the decedent underwent the surgery because he suffered from a disorder that prevented his blood from properly clotting. The decedent allegedly suffered two holes in his duodenum, an organ that is 6 to 10 inches from the spleen. Furthermore, according to the article, he became sick and developed sepsis that caused several organs to fail post-surgery. It was also alleged that he suffered brain damage and died in (B)(6) 2007. A medical-malpractice lawsuit was filed against four doctors of the (B)(6) -based hospital, who reportedly denied the allegation that the duodenum holes occurred during the surgery. Intuitive surgical was not named as a defendant in this lawsuit. These allegations were not previously reported to intuitive surgical and have not been substantiated. Any further information received by the company will be provided via a follow up MDR.

Manufacturer narrative:
Intuitive surgical was not able to obtain additional information concerning the reported event as of the date of this report. A follow-up MDR will be submitted if additional information is received.